Event description:
On (B)(6) 2016, an nsk handpiece z45l (serial no. (B)(4)) was returned from a distributor for repair. There was a note included with the handpiece that referred to a bur that had come apart in a patient's mouth. Details are as follows. The event occured on (B)(6) 2016. The dentist was performing an interproximal partial cleavage on the patient at the time of tooth extraction when the bur came apart in the patient's mouth. The bur was recovered from the patient's mouth by the dentist. According to the dentist, the patient was not injured.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. Methodology used: a) nakanishi examined the device history record for the subject z45l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 3 service records ((B)(6) 2014, (B)(6) 2015, and (B)(6) 2015) since the device was shipped. The service records showed that all the criteria had been met at the necessary operation checks after the repair (replacement of cartridge). B) nakanishi measured bur retention force of the returned handpiece with a 1.598mm (diameter) test bur. The value nakanishi observed was 24.5n, which satisfied the company criteria (14.7n or greater). C) performance test/ c.1) nakanishi inspected performance of the returned handpiece according to the company criteria. C.2) nakanishi observed that the actual value of bur runout, noise, vibration, and supply of cooling water met the company criteria. D) cutting check/ d.1) nakanishi attached ss white carbide bur fg-1557 that was told being used at the occurrence of the event and conducted a simulated cutting with a melamine resin. Nakanishi confirmed that the bur did not come off during a regular cutting, but the bur gradually came off during a continuous cutting in an upward pulling motion. E) cartridge overhauls. E.1) nakanishi disassembled the handpiece cartridge and performed a visual inspection of the chuck. E.2) nakanishi checked the inside of the chuck pin and observed the accumulation of dirt/foreign materials. F) nakanishi checked the shape of the blade part of ss white carbide bur fg-1557, nakanishi observed that the bur has a shape that receives a large load when cutting in an upward pulling motion. G) nakanishi took photographs of all of the damages on the disassembled parts and kept them in a file. H) conclusion reached based on the investigation and analysis results: h.1) nakanishi confirmed that the bur retention force and other features satisfied nakanishi specifications and showed no abnormalities. H.2) based on the cutting test results and the observation of the chuck parts and bur blade shape, nakanishi concluded that the bur may have slid off due to the ingress of dirt into the chuck parts combined with a load to the chuck that is greater than the retention force. H.3) misuse by the user leads to operation under high load, and a lack of maintenance causes the accumulation of dirt/foreign materials in the inside part, which contributes to the bur coming off. H.4) in order to prevent a recurrence of the bur coming off, nakanishi took the following actions: h.4.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. H.4.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of: - the risk of use under high load. - the importance of maintenance (cleaning) as instructed in the operation manual, and - the importance of choice of correct burs. On august 29, 2016, the distributor visited the dentist and tried to obtain the patient information, but the dentist did not disclose the patient information.